Event description:
Reportedly, several non sustained episodes showing noise oversensing were observed since (B)(6) 2020. According to the physician, the noise pattern could have come from myopotentials or a lead issue. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several non sustained episodes showing noise oversensing were observed since 17 april 2020. According to the physician, the noise pattern could have come from myopotentials or a lead issue. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials